Event description:
Two 9mm novel cervical spacers were implanted on (B)(6) 2012. During a scheduled post-op visit the patient exhibited signs of an allergic reaction. A sample of the peek spacer was provided to the patient who took the sample to her allergist. It was determined that the patient was allergic to the peek material in which the both cervical spacers were manufactured. Revision surgery took place on (B)(6) 2012. The surgeon removed the both spacers manufactured from the peek material, performed cervical corpectomy and replaced with a titanium spacer.

Manufacturer narrative:
Novel cervical spacers are manufactured from implant grade lt1 polyetheretherketone (peek) for permanent contact per (B)(4). The material is certified for a permanent duration of contact as per (B)(4), which is 30 days or more for devices designed for surgical implant applications. No product problem exists. Both suspect devices were manufactured from the same identifying lot number and comply with the requirements of (B)(4), ups class vi and astm (B)(4). This is an isolated event in which the patient appears to have a hypersensitivity disorder of the immune system causing a allergic reaction to a normally harmless substances.